Event description:
The customer reported that the system would lock up. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The video controller board and the hard drive need to be replaced. No further service information was provided.